Event description:
Info received indicates that the head section will drift down after it has been raised.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.